Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 the complaint for release implant / wire release - implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed through empirical evidence based on the information provided by the edwards clinical specialist (cs) which was present on site. Available information suggests that procedural factors (misinterpretation) likely contributed to the event since per the event description the device was visible laterally in the grasping view and septal only transgastric was visible. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where a single leaflet device attachment (slda) happened. The baseline situation was a central jet with a tricuspid insufficiency (ti) 4. The strategy was to go in with two devices to achieve a reduction, as there was a large central gap of approximately 9mm. The first device was placed in the a-s area in very central position. The starting conditions were difficult with a retracted septal leaflet, a large gap and lots of chords in the grasping area. After many attempts, a good grip was achieved in the desired region. There was clocking to 2-8 and a reduction of ti from 4 to 3. The decision was made to go for a second device as well. The strategy was to place the second device in the p-s area to address the remaining ti. A few attempts and different orientations brought little ti reduction. The position was adjusted and clocked, and the leaflet was then grasped independently, laterally and then septal. The leaflet was visible laterally in the grasping view and septal was visible only in the transgastric view. The device was then closed and showed the best reduction of the ti to 2. A final assessment then took place where leaflet insertion and gradient at 2mmhg was checked, and the team's decision was to release the device. Removing the suture showed a stable device and after releasing the wire, the device jumped and tilted in the image. The device was detached from the lateral leaflet. The device was stable on the septal leaflet, there was little movement of the device and there was no possibility of placing another device. There was no longer any landing zone or there was a risk of losing the device completely. The team decided to end the procedure. Final assessment of the ti was a reduction from 4 to 3. The patient was in stable condition.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.